Manufacturer narrative:
Return of product has been requested. The reporter returned toothbrush head on 13-oct-2017. Product investigation is in progress.

Event description:
Scratched gum [gingival injury]. Painful gum [gingival pain]. Part of brush head fell off and it was painful and scratched gums [injury associated with device]. Part of brush head fell off [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on 28-sep-2017 that while using an oral-b rechargeable toothbrush, version unknown on 28-sep-2017, part of the oral-b dualaction brushhead fell off. The consumer reported it was painful and scratched his/her gum. The brush head had been used for 4 weeks. The case outcome was unknown. Relevant history: none reported. No further information was provided. On 30-sep-2017 consumer follow-up via e-mail: the consumer reported that the brush heads were in a pack of 3, and the product had not been used since the brush head fell off. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
On 23-nov-2017 product investigation results: the reporter returned toothbrush head on 13-oct-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Scratched gum [gingival injury]. Painful gum [gingival pain]. Part of brush head fell off and it was painful and scratched gums [injury associated with device]. Part of brush head fell off [device breakage]. Product counterfeit [product counterfeit]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on 28-sep-2017 that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, part of the oral-b dualaction brushhead fell off. The consumer reported it was painful and scratched his/her gum. The brush head had been used for 4 weeks. The case outcome was unknown. Relevant history: none reported. No further information was provided. On 30-sep-2017 consumer follow-up via e-mail: the consumer reported that the brush heads were in a pack of 3, and the product had not been used since the brush head fell off. The case outcome remained unknown. No further information was provided.